Event description:
Painpump catheter broke off inside the pt following a breast augmentation procedure. It was reported that resistance was felt during the removal process, and the catheter possibly got caught on a suture. It was reported that when initially placing the catheter the dr pushed the catheter further into the pocket with his finger. The nurse believes the catheter got wrapped around his finger causing a knot. The dr believes approximately 2-3 inches of catheter remain inside the body and has decided not to retrieve it.